Manufacturer narrative:
H6: evaluation codes: visual inspection of the returned product found one haptic torn off and missing. The lens optic and the other haptic were torn. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.

Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and the lens tore. The lens was removed within the same surgery with no reported patient injury.